Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient had two device implanted on the same day and potentially in the same position. We are unsure which device remains implanted and in which position. No adverse patient effects were reported.